Event description:
On october 14, olympus medical systems corp. (Omsc) received the literature "endoscopic treatment of bile duct stones with postoperative reconstructed intestine using short-sbe¿. The purpose of the literature was to evaluate the efficacy of endoscopic bile duct stone therapy using short single balloon endoscopy (short-sbe) in patients with postoperative reconstructed bowel. The procedure was performed using an endoscope (sif-y0004, sif-y0015, sif-h290s, sif-q260). In the literature, it was reported 9 cases of pancreatitis, 5 cases of cholangitis, and 2 cases of perforation. One case of perforation was scope perforation, the other was occurred at the time of anastomotic extension. Based on the available information, a direct relationship between the olympus product and these complications could not be determined. However, 2 cases of perforation might be serious injury, and the olympus endoscopy might be used when perforation occurred. On 2021/10/27, medical safety officer (mso), who have the medical licenses in olympus, reviewed as below. It is presumed that where the perforation of the scope and the perforation at the time of dilation of the anastomosis part occurred is at the reconstructed intestinal anastomosis part (esophageal-jejunal anastomosis part). In the addition, the reconstructed intestinal anastomosis is typically anatomically difficult and easy to perforate. This is the report regarding 2 cases of perforation.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction. On 2021/10/27, medical safety officer (mso), who have the medical licenses in olympus, reviewed as below. It is presumed that where the perforation of the scope and the perforation at the time of dilation of the anastomosis part occurred is at the reconstructed intestinal anastomosis part (esophageal-jejunal anastomosis part). In the addition, the reconstructed intestinal anastomosis is typically anatomically difficult and easy to perforate.

Event description:
On november 1st, olympus medical systems corp. (Omsc) received the literature "practice of ercp-related procedures using short-sbe in postoperative reconstructed intestinal tract cases¿. The purpose of the literature was to assess ercp-related procedures using short-sbe. The procedure was performed using an endoscope (sif-h290s). In the literature, it was reported 10 cases of pancreatitis, 7 cases of cholangitis, and 2 cases of perforation. One case of perforation was scope perforation, the other was occurred at the time of anastomotic extension. This literature and the literature of #8010047-2021-13870 could be identified as almost the same patients. Therefore, we reported the additional information of #8010047-2021-13870.

Manufacturer narrative:
This is a supplemental report to provide additional information. Compared to the previously reported literature, pancreatitis increased by 1 and cholangitis increased by 2.